Manufacturer narrative:
The device has not yet been returned to guidant cardiac surgery for investigation. We will continue to pursue the device being returned to guidant for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed.

Event description:
The hospital reported that prior to the saphenous vein harvesting procedure, the image on the endoscope was dark. No pt involvement was reported. The hospital did not report any pt complications.